Event description:
Livanova received report of a centrifugal pump cp5 shut down during procedure. Reportedly, the screen went black and there was no flow. It was reported that the customer did not recall if the back of the cp5 console was inadvertently touched. However, it was decided to shut down all the console and restart it. Within seconds, the power came back to the centrifugal pump console and we were able to resume bypass. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. As precaution, the control panel was replaced with another.

Event description:
See initial report.

Manufacturer narrative:
The involved cp5 panel was manufactured in 2020 and according to the analysis of the complaints database, no similar events have been reported in the past. Taking into account that the unit was found working as per specifications, that the unit is still in use without showing deviations and based on the reported information, the most likely root cause of the event is traced back to an unintended user error, who most likely turned the switch off.

Manufacturer narrative:
Through follow-up communication livanova learned that the issue could not be reproduced and that the device is in use and functional at customer facility. In technician opinion, it is likely that a mistake was made by the perfusionist by accidentally turning off the switch. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.